Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope occasionally being undetected and the b30 error could not be identified. However, it's likely the cause of the scope occasionally being undetected is related to a faulty scope detection sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus representative spoke with the initial reporter. During the call, the initial reporter noted that the fault was only intermittent and could have been caused by the cable, so she intended to return that as well. She went on to confirm that she was unable to ascertain whether it was the scope or the probe that was not being detected. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was intermittently not detecting the probe during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.